Event description:
Caller reported an alarm 2 followed by an alarm 26, which indicated an occlusion event occurring earlier in the day. Blood glucose did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin use. Cts educated the customer about changing cartridges every 48 hours due to the reported insulin, and the caller acknowledged this advice. As no additional assistance was necessary, the case was closed by cts.